Manufacturer narrative:
Patient ID/initials and weight are unknown. This report is for an unknown distal screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery to remove a broken trochanteric fixation nail advanced (tfna) nail and distal screw. The patient reported also experienced hip pain and non-union. The nail had broken into two (2) pieces. All broken pieces of both devices were retrieved and removed easily without additional intervention. Original implant date was unknown. Patient was revised to a total hip replacement. The removal of the nail took approximately forty-five (45) minutes before the surgeon could begin the hip arthroplasty. It was noted the removal procedure was challenging but uneventful and the patient outcome was reported as stable. Concomitant device/s reported: helical blade (part 456.305, lot h390536, quantity 1). This report is for an unknown distal screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial implant date is unknown. Corrected event description. This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the reported nail was trochanteric fixation nail (tfn) and not trochanteric fixation nail advanced (tfna) nail as reported in the event description in initial medwatch. This report is for an unknown distal locking screw.